Event description:
It was reported that a malfunction occurred on the pump, with no notable events prior to the issue, and no adverse impact to the customer's blood glucose level. The malfunction code displayed was malf 16. The patient declined to troubleshoot, and there was no further outcome information as the patient ended the call abruptly without further assistance. Upon follow up cts to provide one-time pump replacement for malf 16 speaker test.